Event description:
During procedure, physician attempted to deploy the embolization coil. Instead of the coil deploying at the end of the catheter it deployed out the side of the tip of the catheter. There was no harm to the patient as a result of this malfunction.